Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown grade capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with an unknown mentor saline breast implant experienced unknown sided baker¿s grade unknown capsular contracture post procedure. As a result, patient underwent bilateral replacements as follow: left- cat#: 3503630, sn#: (B)(4), right-cat#: 3503630, sn#: (B)(4) on (B)(6) 2011. Patient couldn't remember if the issue was unilateral or bilateral. Should more information become available, this case will be re-assessed, and notes will be updated.